Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal left circumflex artery (lcx). A 2.75mm x 38mm synergy¿ stent was advanced along with the guideliner but failed to cross the lesion. The device was removed and it was noted that the stent distal was flared. The procedure was completed with a different device. No patient complications and injuries were reported.